Manufacturer narrative:
A field service engineer (fse) evaluated the event on 02/20/2015. The fse replaced the tubing in solenoid valve (lv14) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 30ml from an overflowing white blood cell (wbc) bath on a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The unit was considered inoperable, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.